Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was faded and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the keypad was torn over the ok button, exposing the button contact. The ok button was intermittently unresponsive. Evidence of contamination was found under all key contacts. The audio bolus button was found to be unresponsive; the button cover was removed and contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).